Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: asahi miracle bros. Dilatation catheter: mini trek. Stent : taxus. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The mini trek dilatation catheter and the asahi miracle bros guide wire will be reported under separate medwatch report numbers. The device is manufactured by asahi intecc. Co. Ltd. Medical division; however, abbott vascular distributes the device and is responsible for MDR reporting.

Event description:
It was reported that during the procedure in the tortuous, distal right coronary artery, the mini trek otw dilatation catheter (dc) was advanced over a miracle bros guide wire (gw). After full deflation, resistance was met with the gw and the dc was difficult to remove. The dc and gw were removed together as a single unit. After removal, the dc was removed from the gw, at which time the shaft of the dc accordioned slightly. The shaft was straightened and the same minitrek otw was advanced over a grandslam guide wire. Resistance was met on advancement and removal. The dc and gw were removed as a single unit. There was no adverse patient effect or clinically significant delay in procedure or therapy. The vessel was rewired with a balance middleweight gw and a rapid exchange balloon was successfully used without difficulty. Though requested no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned grand slam found the coil at the distal side of middle brazing, and no other notable irregularity was observed. The diameters of the guide wire were inspected and met product specifications. Advancement and removal resistance with grand slam guide wire is considered to be due to use of the dilatation catheter with which resistance and accordion deformation was antecedently recognized. Observed coil stretch is due to the rubbing force exceeding the product design limit. A review of manufacturing records did not reveal any nonconforming material records for this lot that could have contributed to this report. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot.